Manufacturer narrative:
Concomitant products: 429888 lead implanted: (B)(6) 2017, w4tr02 crtp, implanted: (B)(6) 2017. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to sepsis/endocarditis. No further patient complications have been reported as a result of this event.